Event description:
Report that a healthcare worker experienced burning and swelling of both eyes when working between the steam and sterrad sterilizers. Was seen in the emergency room and treated with saline and steroids. Healthcare worker was sensitive to sunlight the next day. Seen by an ophthalmologist in 12/2004 and prescribed "tears" for dryness.